Event description:
A surgeon reported that during a procedure, a system message displayed. The illuminator module was not able to be used and an alternate light source was used to complete the case. There was no harm to the pt.

Manufacturer narrative:
There was no sample returned for eval. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).